Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (residue or contamination on therapy electrodes) has been confirmed. Upon full investigation of the electrode belt, the trunk cable connector housing was damaged. The cause for the damaged connector housing cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.

Event description:
The mother of a (B)(6) male patient contacted zoll customer support to report that the patient's therapy electrodes have a green residue on them. The patient was issued a replacement electrode belt. Servicing of the electrode belt detected a reportable event. The patient's electrode belt connector was damaged.